Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by orthopaedic surgery, titled ¿one-third tubular plate remains a clinically good option in danis-weber type b distal fibular fracture fixation". The study reviewed two groups patients who underwent fracture fixation. Group one (1) reviewed forty-one (41) patients who underwent distal fracture fixation using 2.7mm/3.5mm locking distal fibular plates. Group two (2) reviewed forty-two (42) patients who underwent distal fracture fixation using 3.5mm/4.0mm low profile third tubular plates. During the twelve (12) to twenty (20) month follow-up period, five (5) patients from group one (2.7mm/3.5mm locking distal fibular plates) experienced hardware irritation. Source: ahn jh, cho sh, jeong m, kim yc. One-third tubular plate remains a clinically good option in danis-weber type b distal fibular fracture fixation. Orthop surg. Dec 2021;13(8):2301-2309. Doi:10.1111/os.13160.